Manufacturer narrative:
Additional information that should have been reported in initial MDR: the surgeon also found punctate cataract during a post-op visit 6 months after implantation ((B)(6) 2019). Adverse event or product problem: corrected to adverse event. Patient code 1766 added, patient code 2692 not applicable. Result code 213 added, result code 114 not applicable. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -06.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. Low vault was observed and lens remains implanted. Reporter indicated "the vault was 271 micrometers one week after surgery ((B)(6) 2019), but after that the vault decreased." Surgeon continues to monitor and is "considering explantation or exchange." Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.